Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that 1d po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. At the time of delivery, the prosa valve was set to a pressure of 20cmh20. The scratches on the outer housing of the valve were observed through the visual inspection. No other significant deformations or damage were detected. During the permeability test, the proof of penetrability of the valve was carried out through using as a hydrostatic pressure of approxiately 20-30 cmh20 in the direction of the flow. The valve is permeable. During the proof of the adjustability of the valve, the valve is adjusted from 0 to 40 cmh20 and down again in increments of 5cm h20. The valve is adjustable to all settings. To test the braking force, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake function is fully operational and meets specifications. For the results, first we performed a visual inspection of the prosa valve. Scratches on the outer housing of the valve were observed throught the visual inpection. No other significant deformations or damage was detected. Next we tested the permeability of the valve. The valve is permeable. Then we tested the permeability of the valve. The valve was adjusted to all specified settings. Finally, we tested the braking force and brake functionality. The brake function is fully operational and meet specifications. In order to vertify whether the valve was compromised by the known risks of hydrocephalus therpy by build up the natural dubstances protein, blood or tissue particles in the cerebrospinal fluid, we have opened up the valve. Inside the valve we have found a build-up of substance (likely protein) which may have caused the suspected malfunction. Based in the investigation, we able unable to substantiate the claim of occlusion. The prosa operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can exclude a defect at the time of the release. The valve met all specifications of the final inspection when release from christoph meithke gmbh & co kg.